Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg will not hold a charge. Follow-up information received identified the patient had his scs ipg explanted and replaced on (B)(6) 2014. In addition, the reported issue has been resolved.